Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation: it was received one closed sample of angiocath 24gx0.75, catalog number: 388336, lot: 6335843. After visual analysis of the product, it was not possible to visualize any component missing in the product as claimed. DHR/ qn/ ncmr review: the assembly lot: 6291114 produced from 10/24/2016 to 11/10/2016 in (B)(4) #01 used in the claimed final product lot: 6335843 of angiocath 24gx0.75 it was analyzed regarding missing component and it was not evidenced records that could lead to this complaint. Qn/ ncmr review: no records of quality notification or reports of non-conformity that could lead to incident in the lot involved in this complaint were evidenced. Not confirmed: bd was unable to confirm the incident in question. Based on the investigations of this complaint, it was not possible to assign a root cause for the incident to date.

Event description:
It was reported that a bd angiocath¿ IV catheter was received without a safety device, leaving the needle exposed. The IV was not used and there was no report of injury or medical interventions.